Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 75-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of three (3) years and five (5) months due to valve calcification leading to stenosis. The patient experienced increased shortness of breath and fatigue over last 6 months. A transcatheter valve was implanted within the pre-existing surgical edwards valve. The procedure reportedly was well tolerated, without complication, the patient was extubated in the hybrid operating room, and was transferred in stable condition to the recovery room.

Manufacturer narrative:
The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, progression of patient valvular disease combined with other patient factors (e.g. Hypercholesterolemia) could have contributed to the valve calcification.